Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed a rash from her neck to the therapy electrodes. Patient described the rash as a red irritation with pimples. There was no alleged device malfunction contributing to the irritation. Patient reported that a medical professional applied an ointment and a bandage. Follow up indicated that the ointment is helping with the skin irritation.